Manufacturer narrative:
Multiple attempts to reach family members and health care professionals familiar with the patient have been unsuccessful at this time. If additional information becomes available, a supplemental report will be filed. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that patient died. There was no report of blood glucose excursions or pump malfunctions.